Manufacturer narrative:
While on the phone with dario's representative, the user stated that she opened a new cartridge of strips, tested her bg level and the reading was 173 mg/dl. Immediately thereafter, she tested her bg level again and received a reading of 153 mg/dl. Then, she decided to test on her other hand and received a reading of 150 mg/dl. Due to the above, dario's representative sent a replacement of dario's strips and control solution to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative tried to follow up with the user, however, no response was received to date. There is not enough information regarding the dario meter and strips to investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that since starting to use a new cartridge of strips and testing her bg levels in the mornings, the results have been higher than her usual range. In addition, the user stated that there was a twenty point difference between two consecutive bg readings.